Event description:
During bypass procedure, dr. Noticed and announced abdominal pressure was decreasing. Surg tech (surgical technologist) checked trocars and noticed that the robotic seal had broken where it attaches to the insufflation tubing and notified surgeon. Seal replaced and insufflation restarted. No sharp objects in abdomen during this time and no harm noted to patient.